Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient stated on (B)(6) /2020, he was at work and the cgm read 100 mg/dl. He then passed out on the floor and emergency medical services (ems) was called. When ems checked his bg it was less than 50mg/dl (specific value not provided). Ems administered glucose via intravenous (IV). The patient was transported to the hospital via ambulance and was released after 9 hours with no further medication given. He was observed for head injuries due to the fall and had an x-ray of the head. He recovered and was in good condition at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.